Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, one week post implant, that the right atrial (ra) lead exhibited undefined, high bipolar impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.